Event description:
Report received of a cassette alarm. It was reported that a pt was receiving an unspecified concentration of xigris at 26.2 ml/hr on the primary line via a left femoral triple lumen catheter. During an IV tubing change, the nurse primed the tubing cassette was placed into the pump and the pump was powered on, it alarmed for a "cassette test failure". After an unspecified number of attempts, the nurse placed the same tubing set in a second pump. The second pump gave the same audible alarm. The nurse primed a second tubing set and placed it into the second pump. This pump reportedly also alarmed. The nurse then primed and placed a third tubing set into the second pump and the infusion was resumed with normal saline on the primary line at 10 ml/hr and the xigris on the secondary line at 26.2 ml/hr. The first pump was removed from clinical service. Reportedly, there was a delay in therapy of one hour. There were no reported adverse pt effects and no medical interventions were required. Though requested, no additional info was provided.